Manufacturer narrative:
The insulin pump passed the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump trace download analysis confirmed the pump alarmed power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 477 mg/dl at the time of incident. Troubleshooting was performed. Customer also stated that she has not received any alarms from the pump. Troubleshooting was performed. The product will be returned for analysis.